Event description:
The hcp reported a problem with the ins; "he is turning off, sometimes ten times per day" and troubleshooting had been limited due to lack of access to the pt and device. A recent investigation by the hcp revealed that the pt lives approx 100 yards from a large power transistor that supplies (electricity) to a nearby town; the large transmission line can transmit up to 250,000 v and was thought to be the reason for the device to shut off. The pt had provided that "he can go outside and hold some sort of light bulb up in the air and it will turn on." The hcp had contacted the power company and confirmed the pt lives close to the large station. The energy needs for the area had increased from additional development and construction; energy use had been variable, the top energy output form the station was unk. The pt had experienced approx "10 activations in the last couple of weeks" and was advised to stay at a relative's house for one week to see if the ipg would remain on. Refer to MFR report #3004209178200703222.

Manufacturer narrative:
.